Manufacturer narrative:
Additional information concerning this event is currently being requested from the field.

Event description:
Boston scientific received information that this device was beeping and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time no intervention was been performed and the device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that the patient's family had decided not to change-out the device due to the patient's poor health. The device remains implanted and in service. No adverse patient effects were reported.